Manufacturer narrative:
Additional narrative: patient ID and weight are unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that no breakage was confirmed on an unknown date six weeks after surgery. The plate was found to be broken on an unknown date eight weeks after surgery. The initial implant date was on (B)(6) 2014. The broken plate remains in the patients body, this incident required an external fixation of the affected part. The patient has stayed in the hospital to do rehabilitation since the surgery. This report is for an unknown screw this report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that another revision procedure occurred on an unknown date to remove the devices.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.